Event description:
The cause of the tamponade was not aortic dissection, as first feared due to the guide problems had, but rca perforation. It probably was the x-sizer, but since doctor did not take any pictures after balloon inflation dr. Cannot exclude this possibility also. This is the first perforations with the x-sizer dr. Has experienced. Pt died on sunday from neurological causes.